Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed at all. After several attempts the device was removed and manual pressure was applied for approximately 15 minutes. There were no reported injuries to the patient. The device was used after a cerebral angiography procedure. The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vascular closure device (vcd), and there were no visible signs of device or package damage prior to use. One exoseal device was used. A 5f non-cordis sheath was used for the arterial site. Angiography verified the suitability of the femoral artery, including the sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm. There was no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. The femoral site had not been closed by any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed a significant reduction or cessation of pulsatile flow, and until the indicator window turned solid black. The indicator window displayed solid black, and no red color was seen during retraction. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked, deploying the indicator wire. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed at all. After several attempts the device was removed and manual pressure was applied for approximately 15 minutes. There were no reported injuries to the patient. The device was used after a cerebral angiography procedure. The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vascular closure device (vcd), and there were no visible signs of device or package damage prior to use. One exoseal device was used. A 5f non-cordis sheath was used for the arterial site. Angiography verified the suitability of the femoral artery, including the sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm. There was no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. The femoral site had not been closed by any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed a significant reduction or cessation of pulsatile flow, and until the indicator window turned solid black. The indicator window displayed solid black, and no red color was seen during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.